Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs system. The pt underwent surgery for an ipg replacement on (B)(6) 2012 (reference MFR report #1627487-2012-12247). It was reported intraoperative testing revealed invalid impedance readings on all lead contacts for one lead and invalid/high impedance readings for the other lead. The leads were disconnected from the ipg and exhibited the same values when retested. The physician allegedly disconnected the lead with invalid contacts from the ipg but left the device implanted. A new lead was implanted and connected to the ipg and no leads were explanted. It was reported the case was extended by one hour due to the issue. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.